Event description:
Lawyer reported to legal counsel that : "after total hip replacement the (B)(6) 2008, dr diagnosed intolerance of the prosthesis the (B)(6) 2016." New surgery the (B)(6) 2018 update (B)(6) 2019 wg: as reported in adverse consequences details: indeed in the complainant letter, it's written that the patient suffered a lot of pain after the surgery: - first incident : (B)(6) 2009, start of the pain - (B)(6) 2009 : no limping, walk diminished, some painful phenomenon evoking a tendinitis of the vast lateral and therefore mechanical type - radio normal - kinesitherapy recommended - (B)(6) 2009 : painful phenomenon still, walk without limping, no pain while moving. Inflammatory assessment - (B)(6) 2011 : infectious hypothesis after exams, maybe allergic immune reaction to metal ions - 12/09/2011 : increase of chrome and cobalt ions, scan not useful - 08/02/2012 : normal clinical radio assessment with hypothesis of lumbar pain in front of the normality of all examinations - patient came back in 2016 after increasing pain (B)(6) 2016 : consultation for benign hip trauma, chrome and cobalt ions raised a bit, muscular testing a bit weak on buttocks and psoas - radio normal - (B)(6) 2016 : hip puncture bringing back sterile fluid - (B)(6) 2016 : almost total disappearance of all the pain symptoms after punction. MRI revealed fluid cystic formation behind the gluteus maximus and trochanter region - (B)(6) 2016 : good result from the punction, indication of total right hip replacement - hospitalization form (B)(6) 2018 to (B)(6) 2018 for total hip replacement with good results. Only muscle fatigue in the hip and right buttock dr followed the patient, increasing pain was noticed from 2012 to 2016. The patient request financial compensation.

Manufacturer narrative:
Reported event: an event regarding abnormal ion level involving an abgii modular device was reported. The event was not confirmed based on medical review.   Method & results: -device evaluation and results: device evaluation was not performed as no devices were received. Clinician review- a review of the provided medical records by a clinical consultant stated the following comment: confirmation: the event, a revision tha was confirmed. The intraoperative diagnosis was for an alval type response. Excess levels of cobalt or chromium in the blood could not be confirmed without additional medical records. Root cause: the root cause of the metal ion response was likely the modular neck of the abg prosthesis. Again, the presence of elevated metal levels and/or pseudotumor would need to be confirmed with medical records. -device history review: review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. -complaint history review: the complaint databases show there have not been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Conclusions voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported abnormal ion level is considered to be not under the scope of recall. No further investigation is required.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Lawyer reported to legal counsel that : "after total hip replacement the (B)(6) 2008, dr diagnosed intolerance of the prosthesis the (B)(6) 2016." New surgery the (B)(6) 2018. Update 01/august/2019 (B)(6): as reported in adverse consequences details: indeed in the complainant letter, it's written that the patient suffered a lot of pain after the surgery: first incident : (B)(6) 2009, start of the pain. On (B)(6) 2009 : no limping, walk diminished, some painful phenomenon evoking a tendinitis of the vast lateral and therefore mechanical type - radio normal - kinesitherapy recommended. On (B)(6) 2009 : painful phenomenon still, walk without limping, no pain while moving. Inflammatory assessment. On (B)(6) 2011 : infectious hypothesis after exams, maybe allergic immune reaction to metal ions. On (B)(6) 2011 : increase of chrome and cobalt ions, scan not useful. On (B)(6) 2012 : normal clinical radio assessment with hypothesis of lumbar pain in front of the normality of all examinations. Patient came back in 2016 after increasing pain. On (B)(6) 2016 : consultation for benign hip trauma, chrome and cobalt ions raised a bit, muscular testing a bit weak on buttocks and psoas - radio normal. On (B)(6) 2016 : hip puncture bringing back sterile fluid. On (B)(6) 2016 : almost total disappearance of all the pain symptoms after punction. MRI revealed fluid cystic formation behind the gluteus maximus and trochanter region. On (B)(6) 2016 : good result from the punction, indication of total right hip replacement. Hospitalization from (B)(6) 2018 to (B)(6) 2018 for total hip replacement with good results. Only. Muscle fatigue in the hip and right buttock. Dr followed the patient, increasing pain was noticed from 2012 to 2016. The patient request financial compensation.